Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, when the cutting was finished and checked, it was found that the mucosa was not cut. The device was used without change. There were no adverse consequences to the pt.